Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 1/15/2025; emdr-(B)(4). Updated fields: d4 primary UDI number and (unique device identifier (UDI) #1), g1 - contact office email, g4- PMA/510(k).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1-facility name shortened from "(B)(6)" due to restriction on characters allowed.

Event description:
It was reported the video processor presented a flickering image. This event occurred during a non-specified therapeutic procedure. The doctor determined that it would not affect the case and continued to use it as it was. There were no reports of patient harm.